Event description:
It was reported that; doctor reported that 3 screw heads were pulled while using suk system during derotation process

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: deformation of the screw tulip base was confirmed and suggests that excess force was applied during the derotation maneuver. These circumstances could not be replicated during device evaluation. Conclusion: the root cause of the reported event could not be determined conclusively.

Event description:
It was reported that; doctor reported that 3 screw heads were pulled while using suk system during derotation process.